Event description:
It was reported that the balloon had punctured resulting in a leak. No adverse effects to patient reported.

Manufacturer narrative:
(B)(4). Device evaluation: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.